Event description:
As reported, the autopulse platform (sn (B)(4) displayed multiple user advisory messages after the crew decontaminated the platform. In addition, the crew noticed clicking noise from the platform and no led lights on the display control panel. The platform got contaminated with blood during last patient use. Per user, the platform successfully performed compressions for 45 minutes on the cardiac arrest patient. The platform was scrubbed with a soft bristle brush and a bleach and water solution. The other parts of the board were cleaned with sanitizing wipes. Per user, the water didn't go inside the vent openings, while washing the top cover of the platform. No patient involvement.

Manufacturer narrative:
The reported event of the autopulse platform (sn (B)(4) was not confirmed during functional testing and archive data review. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, observed crack on the front cover, the load plate cover was defected with the hole that affects the watertight seal and the encoder drive shaft does not rotate smoothly, exhibited binding and resistance, unrelated to the reported complaint. The front cover and the load plate cover were replaced. Also, performed clutch plate deburring procedure to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2007 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform passed the initial functional testing without any fault or error. Observed fluid ingress upon removing both front and bottom cover of the platform. Performed bio-cleaning to remedy the issue. The archive data showed 3 incident of the device uncommand shutting off during the reported event date. However, no fault or user advisory error messages were recorded. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed multiple user advisory messages after the crew decontaminated the platform. The platform got contaminated with blood during patient use. Per user, the platform successfully performed compressions for 45 minutes on the cardiac arrest patient. In addition, the crew noticed clicking noise from the platform and no led lights on the display control panel. No patient involvement.